Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a 73-year-old male patient, the device was unable to detect the attached multifunction cable and inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling, pacer cycler testing and ECG stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The defib connector was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable (mfc) was not returned for evaluation. It was recommended that the customer discard their mfc cable and a new mfc was sent to the customer. Analysis of reports of this type has not identified an increase in trend.